Event description:
It was reported that after placing the occlusion balloon across the neck of the aneurysm located in the anterior communicating artery (acom), vessel spasm occurred. In response to the event, the physician pulled back the occlusion balloon proximal to the aneurysm neck without clinical consequence to the patient.

Manufacturer narrative:
(B)(4): subject device is not available.

Event description:
It was reported that after placing the occlusion balloon across the neck of the aneurysm located in the anterior communicating artery (acom), vessel spasm occurred. In response to the event, the physician pulled back the occlusion balloon proximal to the aneurysm neck without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device is not available; therefore analysis cannot be performed. However, vessel spasm is a known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore a root cause of anticipated procedural complications has been assigned to this event.